Event description:
While analyzing blood samples on the blood gas analyzers abl 827s, with creatinine modules, erroneous values for electrolytes na, k., cl were obtained after a long period time. Comparison measurements on various lab chemistry analyzers were performed and confirmed the hospitals findings that the abl 827 were out of spec. In an effort to correct these errors, the reference membrane was replaced out of labeled schedule and the device subsequently performed according to specifications. Scheduled calibrations and qcs did not trigger any alarms. There have been no allegations of death or injury.

Manufacturer narrative:
The evaluation performed consisted of analysis of data provided by customer. Conclusion of evaluation: reference membrane in crea instruments are damaged due to prolonged exposure to fluids, resulting in devices performing outside analytical specifications. Replacement intervals recommended in labeling is to be changed to the following: for an average of 40 samples or less per day, replace reference membrane after 2 weeks. For an average above 40 samples per day, replace reference membrane after one week. When the reference membrane is replaced according to the schedule above opposed to after a month, as recommended in the labeling, the membrane then performs according to specifications.